Manufacturer narrative:
Expiration date of device is unknown. Implant date is unknown. Unknown if physician returned device to manufacturer for evaluation. Date of manufacture is unknown. Conclusion: the aneurx device cause the event. Information related to the aneurx device is unavailable. Due to lack of information, no conclusion can be drawn at this time.

Event description:
Repaired a type 1 proximal leak in a previously implanted aneurx graft (approximately one year since the original implant). The aneurx graft had migrated 2.5cm distally. An endologix cuff successfully treated the migration and endoleak.